Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. Insulation abrasion was noted at 28.1 cm to 28.4 cm from the distal tip exposing the outer coil. The abrasion is consistent with that of exposure to friction with another implantable device.

Event description:
It was reported that during a ventricular lead procedure, it was noted that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced.